Manufacturer narrative:
No evaluation possible at this time. The instrument has not been returned for evaluation nor has the identifying lot number been provided. Attempts to obtain the suspect device have been unsuccessful. Upon the receipt of additional information and/or the product in question, a follow-up report will be submitted.

Event description:
Tip of the driver was found broken during routine inspection.

Manufacturer narrative:
Review of the device history records revealed the instrument was properly manufactured and released in accordance with design specifications. No irregularities have been identified. Visual inspection under magnification found that the instrument had fractured and broke approximately .100" from the distal tip. The reminder of the hexalobe edges are slightly rolled over and deformed on one side. The other side is crisp and defined as manufactured. This indicates the instrument failed due to excessive lateral bending/fatigue stress. Users should not expect to see this type of failure when used in a twisting motion as intended.